Event description:
Pt intubated with ards, pneumonia and sepsis. Change of shift report in sicu. Respiratory therapy students in room, ventilator began to alarm, screen went blank, pt began to desaturate, code blue called, pt manually bagged, and ventilator changed out. Follow up abg's were good, no harm to pt. Vent checked out by biomed. Was found later to have had a "googie" failure, which is failure of the graphical screen. Co notified so they could do their inspection. Company did own inspection and replaced the graphical screen that failed.